Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. The unit failed the leak test and the service technician replaced the solenoid manifold to correct the issue.

Event description:
The customer reported that the lap tap ventilator 1100 keeps alarming high pressure and high peak. At this time, there is no information regarding patient involvement associated with the reported event.